Manufacturer narrative:
The pipeline flex device reported in this MDR will not be returned for evaluation as it was discarded at the site. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. This event is also reported in MDR # 2029214-2015-00645. (B)(4).

Event description:
Medtronic (covidien) received report of an event that occurred during flow diversion treatment of a blister aneurysm in the left, cavernous, internal carotid artery (ica). The patient¿s anatomy was reported to be very tortuous. One pipeline flex was delivered, but was removed with its microcatheter when it did not resheath. A second pipeline flex was delivered. During deployment, the physician noticed the distal end did not open. The physician tried to resheath the device twice, but the distal end still did not open on both occasions. The pipeline flex and microcatheter were removed. A pipeline classic device of the same size was then delivered. The pipeline did not fully appose the wall around the ophthalmic vessel, so the physician performed balloon angioplasty (MDR # 2029214-2015-00645). The patient developed clots within the pipeline device. The patient was treated with tpa and was placed on intravenous heparin drip. The clots cleared up and the patient was reported to be in stable condition. Angiography post-procedure showed complete occlusion. Patient received dual antiplatelet therapy and the pru level was in line. Angiography post-procedure showed complete occlusion of the aneurysm. No further injury was reported as a result of this procedure.